Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not allowing to return the key to stock. A technical support specialist (tss) verified that both working and non-working items were configured with 'return to stock' as the return option. Found that the ob station had the 'return to stock' flag configured, but the south station did not. Advised the customer to configure the 'return to stock' flag on the affected device, and the customer confirmed that this resolved the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system was not allowing the user to return the key to stock and continued prompting to return it to the return bin. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.